Manufacturer narrative:
The reported event of an air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, air was aspirated from the valve. No air contamination to the patient has been confirmed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No external damage was noted. The hospital discarded the reported sheath. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.